Event description:
The duett sealing device was deployed following an interventional procedure, via a 6 fr sheath in the right common femoral artery. It was reported that the attending physician performed a pta on both legs by changing the sheath direction from retrograde to antegrade, then returning to retrograde to seal. Following the deployment, the pt experienced pain, loss of color and pulses in the affected leg. An ultrasound confirmed an occlusion. Treatment consisted of thrombolytic and anticoagulation therapies. The treatment was successful and no further complications were reported.